Manufacturer narrative:
The suspect device has been received at the manufacturer. Upon completion of the device evaluation a follow up report will be submitted. Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy procedure using the artix system of devices. While retracting the device, the sheath pulled apart exposing the inner wire braiding. The device was removed and the procedure was completed without further patient consequences.